Manufacturer narrative:
The event of high impedance was reported to abbott. The l4 lead remained implanted due to being stuck and was left in the epidural space. Brand new 50cm leads were implanted in l2, l3, l4. Effective therapy post procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention occurred on (B)(6) 2023 where the lead was explanted and replaced with a new one. Patient now has effective therapy.